Event description:
It was reported that this right ventricular lead exhibited a high out of range pacing impedance measurement greater than 2000 ohms resulting in activation of the lead safety switch (lss) feature. Subsequent measurements were within normal limits in the 400 to 700 ohms range. Additionally, a non-sustained ventricular tachycardia (nsvt) episode was stored due to oversensing of noise on the rv channel. The patient had an underlying rhythm, and did not experience asystole as a result of the oversensing. The noise was suspected to be related to potential myopotentials. Technical services (ts) discussed potential causes and troubleshooting options. No adverse patient effects were reported. This device remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).